Event description:
It was reported that the bd¿ alaris extension set experienced component separation and leakage. The following information was provided by the initial reporter: the tubing separated from the drip chamber and resulted in a spill.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. Device history record review for model 10013364t lot number 21069692 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that the bd¿ alaris extension set experienced component separation and leakage. The following information was provided by the initial reporter: the tubing separated from the drip chamber and resulted in a spill.